Event description:
Dr doing a thoracoscopy using an ethicon ez45g stapler. It was used once without a problem but when a reload was inserted and placed inside the pt, the reload cartridge came out of the inst. The cartridge was retrieved causing an approx 2 min delay. No injury to pt occurred.